Event description:
On (B)(6) 2013, it was reported 2 glass syringes part number 5208 were received with no visible damage to the carton and found syringes broken when taken out of the box and prior to first use. There was no patient exposure and no injury to the user.